Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine pulse generator change. During the procedure, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2018. Patient was fine before, during, and after the procedure.

Event description:
New information received indicated that the right ventricular lead exhibited oversensing of the noise. It was noted prior to the routine pulse generator change procedure and was reproducible.